Event description:
A report was received that the patient had pocket migration and difficulty charging. The patient underwent a revision procedure wherein ipg was replaced. No device malfunction.

Manufacturer narrative:
The explanted device was not returned as it was kept by the medical facility.